Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was a cardioplegia (cpg) blood leak. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was approximately five milliliters (ml) of blood loss. There was no delay nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The most likely root cause of this issue can be attributed to workmanship error in the assembly process during the bonding of the connector and the tubing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: this complaint from the user facility involved a leak in the cardioplegia delivery tubing of the pack that was discovered during cardiopulmonary bypass (cpb). The tubing was changed out and there was no patient harm or delay. The device was not returned to the manufacturer for investigation. A picture was shared by the user. A possible cause for the leak would be that there was a lack of sufficient solvent at the connection of the tubing lines. This issue was likely due to workmanship involved in assembly of the line. A training was issued to production associated in regard to this event for awareness to operators involved in assembling the pack.